Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced into the anatomy. After the clip delivery system (cds) was advanced, a leak was observed on the sgc hemostasis valve the sgc and cds were removed and replaced. Three clips were implanted, reducing the mr to 2. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported leak was confirmed. A tear was observed in the silicone valve. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported loss of fluid column appears to be related to the observed tear in the silicone valve. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.